Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement. The device remains implanted. No adverse patient effects were reported. Attempts to get additional information regarding this device have been unsuccessful. We were advised that the intention of the facility is to explant the device without a boston scientific representative present, and to discard the device, and replace with a competitor product. At this time the device remains implanted.